Manufacturer narrative:
Product investigation concluded no defects found with the receiver.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer - correction, the device was returned to manufacturer 3/14/2013

Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.